Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was broken, bent and blackened. The complaint was consistent with the reported event of broken cutting wire. It is most likely that the device was not in contact with the tissue when it was energized or if was contact between the scope and the cutting wire during procedure. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the DHR (device history record) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According the complainant, during the procedure, the cutting wire broke. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the complaint device was not returned; however, an analysis was performed based on a photo of the device that the complainant provided. The photo revealed that the cutting wire was broken and bent; consequently, confirming the reported complaint. According to the photo provided by the customer the cutting wire of the device was broken and bent. It is most likely that the device was not in contact with the tissue when it was energized or if was contact between the scope and the cutting wire during procedure. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According the complainant, during the procedure, the cutting wire broke. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According the complainant, during the procedure, the cutting wire broke. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.